Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had erosion and possible infection. During a routine outpatient visit, migration of the implanted device was confirmed. A revision was performed and the ICD was explanted while the right ventricular (rv) lead and right atrial (ra) lead were capped. No additional adverse patient effects were reported. This device was not returned for analysis. Additional information indicated that this ICD was replaced with a wearable cardioverter defibrillator and the patient was hospitalized for a month.